Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient is 35 weeks pregnant, and the explant procedure will be performed after giving birth. Meanwhile the patient will use a life vest. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient is 35 weeks pregnant, and the explant procedure will be performed after giving birth. Meanwhile the patient will use a life vest. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The patient is 35 weeks pregnant, and the explant procedure will be performed after giving birth. Meanwhile the patient will use a life vest. This s-ICD remains in service. No adverse patient effects were reported.